Event description:
It was reported that a user accidentally paired their freestyle libre 3 plus sensor to the libre app instead of the ilet app, after which the sensor was recognized as already in use and could not be paired to the ilet system. No adverse clinical symptoms reported. Outcomes included user education that the sensor can only be paired once and that a replacement sensor would be required to use it with the ilet system. User support included troubleshooting support and education on correct pairing workflow and contact information for the sensor manufacturer¿s support. Investigation of this case revealed user setup error leading to pairing with an unintended application, which resulted in sensor lockout from the ilet app consistent with expected device behavior. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup.

Manufacturer narrative:
Initial.